Event description:
It was reported via legal documentation that approximately 59 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, synovitis, and implant pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01512. Recall number: z-2155-2024 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01512. D10: concomitant products: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6), 200-02-41 - three peg patella 41mm, (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6), - 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk. The product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.